Event description:
It was reported by repair work order that the unit was leaning which could affect stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.